Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential failure mode could be ¿does not allow for easy insertion or removal of the catheter.¿ a potential root cause for this failure could be "coating does not activate." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal: place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. Wash hands."

Event description:
It was reported that the lubricant was dried up in three of the catheters. The patient was not able to insert the catheters for use. No medical intervention was reported.